Event description:
According to the reporter: it seems that instrument is defective: before use on a patient surgeon made a function test according to instruction of the sales rep. Therefore following happened: during push of the blue closure push-button the roticulation mechanism was activated and stayed active for some seconds although the push-button was not pressed anymore. No use on a patient.

Manufacturer narrative:
(B)(4).